Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's stomach was jumping and a doctor said the "pacemaker was misfiring." The device was checked and the patient was told there was nothing wrong with the device. Two weeks later, the patient became weaker and weaker and was taken to the emergency room where the device was checked again and the problem was fixed in five minutes. The device and leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Add'l devices: 4194 implantable pacing lead (B)(6) 2007; 6947 implantable tachy lead (B)(6) 2007.